Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed and observed no visible damage to the lens and foreign material on lens surface (tissue). A dimensional inspection was performed and found the lens to be within specifications. (B)(4). Work order search found no similar complaints. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The cataract was removed by phaco-emulsification and an intraocular lens was implanted.